Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011. The lead was used as a temporary lead while patient's infection healed. The physician this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).